Manufacturer narrative:
The mattress was initially evaluated by an arjo clinical consultant who stated that air cells 5 and 6 showed delayed rebound and air loss upon manual compression, while tubing and other connections were intact. However, the wound care nurse did not consider the mattress to be a contributing factor to the injury. The mattress was also inspected by an arjo technician, who did not confirm the clinical consultant's statement. The technician did not find any issues or faults with the mattress. Pressure injuries are complex and are a result of many factors including advanced age, immobility, co-morbidities, microclimate, malnutrition, incontinence, and lack of being turned or repositioned frequently enough. The time needed to develop or worsen pressure injuries is a patient-specific and purely individual characteristic, and therefore, the importance of maintaining a proper care and monitoring regimen. As per product instruction for use (IFU aa9.00en), ¿the hybrid mattress system represent one aspect of a pressure injury management protocol. All other aspects of care should be considered by the healthcare professional. If existing wounds do not imporive, or the patient's condition changes the overall therapy regimen should be reviewed by the healthcare professional¿. IFU indicates that an individualized, comprehensive pressure injury protocol should be used. This typically includes repositioning, nutritional support, and skin care. IFU also states that "caregivers should assess each patient before using the product. If the patient does not meet these criteria an alternative medical device/system shall be used". The wound care specialist from the facility did not believe that the mattress was the sole contributing factor to the development of a deep tissue injury. It was confirmed that the patient had a cancer diagnosis and experienced increased pain, resulting in decreased mobility. Following the incident, the patient was transferred to an auralis mattress. Considering the patient¿s condition and that there was no product malfunction found, it can be concluded that the pressure injuries may have developed as a result of the patient¿s medical condition, unrelated to the product¿s performance. The arjo product was used for a patient treatment when the event occurred and from that perspective, it played a role in the event. There was no product malfunction found, the device therefore meet its specification. The link between the mattress and the patient's serious injury was not found.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was informed about the incident involving the velaris 9000x mattress. The customer reported that the patient sustained a deep tissue injury (dti) on the left buttocks while hospitalized and using the velaris mattress. The clinical specialist assessed the injury as serious. The patient had been on the velaris mattress for 20 days prior to the injury. It was confirmed that the patient had a cancer diagnosis and experienced increased pain, resulting in decreased mobility. Following the incident, the patient was transferred to an auralis mattress.